Event description:
A user facility reported that an xlung kit 230 was setup for extracorporeal membrane oxygenation (ECMO) support and the perfusionist noticed it had been leaking. The kit was not wet, but it was very clear that visible saline spots were on the temperature probe. There was no patient involvement. The complaint sample was received for product investigation.

Manufacturer narrative:
Additional information: b5, d4, d9, h3 plant investigation: non-conformity related to the reported failure was not observed during manufacturing process. No similar complaints have been reported for this batch number. The complaint sample was received on october 1st, 2025. It was reported that a leak occurred at the recirculation port. No defect was found at the port or the luer-lock adapter. The line at the recirculation port was replaced with a luer-lock cap and no leak occurred during the leakage test at one bar for about an hour. The original line was attached again and tightened. The leak could not be reproduced. No leak was detected during testing at a pressure of one bar for one hour.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that an xlung kit 230 was setup for extracorporeal membrane oxygenation (ECMO) support and the perfusionist noticed it had been leaking. The kit was not wet, but it was very clear that visible saline spots were on the temperature probe. There was no patient involvement. The complaint sample was available for product investigation.